Manufacturer narrative:
The MDR supplemental report is being submitted to provide the final investigation results. A DHR review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. The device was returned for olympus for evaluation and the user¿s request was confirmed. Due to corrosion on cable unit, the endoscopic image could not be displayed. Additionally, the cable unit was deteriorated and the adhesive on the cable unit was peeled off. Based on the investigation results, the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. This issue is addressed in the instructions for use (IFU): ¿should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.¿ three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor the performance of this device.

Event description:
The customer reported that the high-definition autoclavable camera head has "no function". The problem occurred during an unspecified procedure. There were no reports of patient harm. .

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported that the high-definition autoclavable camer head has "no function". The problem occurred during an unspecified procedure. There were no reports of patient harm. .